Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that a fracture was noted during a reposition attempt performed due to loss of signal. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found stretched 58 cm distal to the is-1 connector pin and the lead tip pulled out from the ring electrode. These damages probably occurred during the extraction procedure due to tensile stress. Apart from the mentioned extraction damages, no further deviations were found that might have contributed to the reported loss of signal. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.